Event description:
Caller reported an aviva system blood glucose result of 40 mg/dl. She reported no symptoms, but self-treated by drinking some orange juice and eating three pieces of red liquorice. Aviva retest result was 180 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.